Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use a a14bx030210170 rapidcoss 14 rx to treat the right, centre anterior tibial artery. Lesion was fibrous with no tortuosity and mild calcification. Blood vessel tortuosity was weak. Chronic complete occlusion: 100%, lesion length 15 cm, a 6fr, 300 cm gw was used. An embolism prevention device and an indeflator device was used. No defects when removing the product from the package or tray. IFU was followed. It was reported that balloon deflation difficulty took place at the lesion site, deflation took 20 minutes, difficulty with deflation was detected during the second and subsequent inflations. Deflation occurred slowly over time, so physician waited until it was complete before removing it from the sheath. The product did not pass through previously deployed stent; no resistance occurred during delivery and no excessive load applied. No health consequences or impact and no patient injury.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, (photo 4) and a 0.014¿ guidewire loaded, the balloon was inflated to nominal pressure of 8atms, and then deflated without issue. The balloon was then inflated to rated burst pressure (rbp) of 14atms, and then deflated without issue, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.